Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology was not reported. Currently it was reported that the patient has developed a type ia endoleak. Due to the patient's age and other co-morbid conditions the physician will continue to monitor the endoleak and not perform an intervention at this time. No clinical sequelae were reported and the patient is doing fine. Review of cta¿s from approximately 5 years post-implant revealed that 3 or 4 valiant devices were implanted from the ascending thoracic aorta, beginning just distal to the lcca, extending over the arch and into the descending thoracic aorta, terminating just proximal to the celiac artery. Contrast is seen outside the most proximal stent graft near the 1st covered stent just distal to the lcca. The endoleak appears to be a proximal type I endoleak. The proximal stent graft od measured approximately 33mm, 2cm distal the od was 39mm, and the thoracic aortic diameter near the endoleak was 5cm. Just below the arch the max taa measured 5.5cm in diameter, then the stent graft od transitions immediately from 36mm to 46mm, and then distally the taa again dilates to 6cm max diameter. No other endoleak was seen along the arch or descending thoracic. The distal stent graft od measured 43 x 45mm. The stent graft was patent, and no other stent graft issues were observed.

Manufacturer narrative:
(B)(4).